Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur? : broken needle, back of the needle hypodermic needle injury: no other treatment: unknown were the returned items used? : no returned quantity:0 details of the event (timeline, history, etc.): after been attached to the pen, the solution did not come out, and the back of the needle was broken.

Manufacturer narrative:
H3 other text : device is not available.